Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch and the impedance in unipolar and bipolar was high. There was also no capture in either configuration. It was discovered that the lead pin was not in all of the way. The lead was revised and remains in use. The patient experienced some anxiety over this, but no other patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead, implanted: (B)(6) 2014. (B)(4).